Event description:
At the end of an interventional procedure when the luge wire was removed from the patient, the tip of the wire remained in the distal left anterior descending artery. The patient expired the day after the procedure was performed. It is not known whether the retained wire caused or contributed to the patient's death.